Manufacturer narrative:
Failure analysis revealed that the insulin pump was received without an original battery cap. Furthermore, the device had a blank display as a result of corroded battery tube.

Event description:
It was reported that there was a leak in the battery and damaged the battery cap and the battery compartment. No further info was provided.